Manufacturer narrative:
No product was returned to the manufacturer for device evaluation. A lot number was received, lot history, device history, sterilization records and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified, no root cause could be established.

Event description:
The patient sought medical treatment for symptoms of pain and photophobia in the right (od) eye. The patient states he wore his contact lenses for a short time on the day prior to experiencing symptoms. The patient was diagnosed with contact lens related keratitis and prescribed moxifloxacin eye drops to be instilled four times daily and instructed to discontinue lens use until the condition is resolved. The patient was not scheduled for any follow-up care and has not returned to the office since. It is unknown if the incident has resolved. This event is being reported due to the use of medical intervention or medication to prevent or preclude a permanent injury.